Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal rca with no tortuosity. The rx voyager balloon was inflated for the first time at 8 atm. The second inflation was to 14 atm at which time the balloon ruptured. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that can contributed to balloon ruptures include, but are not limited to, interaction with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged during interactions with other devices, or the pt anatomy, such that balloon rupture upon the second inflation. Unfortunately, without the returned device for analysis, a conclusive root cause for the reported balloon rupture could not be determined.